Event description:
The customer reported that the device would no longer open while on tissue. Another device was used to complete the procedure without incident. There was no pt injury. No further info about the incident was provided by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.